Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to upload via the minimed mobile app. Troubleshooting was performed and was assisted to force close and re-start the minimed app, however, the issue was not resolved. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the app. The product will not be returned for analysis.

Manufacturer narrative:
"An attempt to reproduce the reported event using the minimed mobile app (software version 2.2.1) installed on samsung galaxy s21 (android 13) with mmt-1884 780g pump (software ver. 6.7u.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the cause for the failure to upload was likely a pump issue. During the process in which the app was reading information from the pump, the pump had sent a packet of information which could not be verified. The crc integrity number attached to the packet was not able to be verified on our end so the snapshot failed. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: make sure that the phone and pump are next to each other during the process. Remind the customer that the uploads could last for 2 hours. If customer has recently updated the pump to 780g, delete the updater application from the phone. Delete and reinstall the minimed mobile application. Ensure both the phone and pump do not have any pairings. Make sure that there are no other apps which using a bluetooth connection on phone. Unpair and repairing pump and app. Set mmm app battery usage to unrestricted. Turn off power saving. Define mmm app as a never-sleep app. Switch adaptive battery to off. Reset network settings. Clear bluetooth cache: if the previous steps have failed, please walk customer through uploading snapshots through a pc. There have been reports thats uploading snapshots through the pc has resolved the issue on the mmm app. The workaround provided isn't a definitive solution to resolve all issues, but it can effectively address some specific issues. The issues will be addressed in the upcoming feature releases of the minimed mobile application. Afc code: fa21af software anomaly (defect). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.